Event description:
It was reported by the surgeon that the patient underwent a jts procedure on (B)(6) 2014. During the procedure it was determined that the tibial bearings sent with the implant were the wrong size. Long bearings were sent instead of short.

Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. The tibial bearing was not specified as required during the design proposal, however, general practice is to replace the component so a bearing was sent as a matter of course. In this instance the sizing was incorrect. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom implant is similar to the jts extendible distal femoral implant (k133152).